Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was not conducted as the lot number was not provided. The device was returned for analysis and has been evaluated. The part returned was in used condition and without its original packaging. Visual and functional testing were performed. The part was visually inspected at a distance of 12? To 24? And normal conditions of illumination. There were no discrepancies found. A functional test was performed using hydrostat vessel. There was resistance for the fluid to pass through the assembly. The item was cut and excess solvent was found inside the tube. The root cause of the reported complaint was due to manufacturing. An excessive amount of solvent in the bonding between the tube and the filter was applied. Actions were taken to mitigate the reported issue: production personnel were re-trained on the procedure. A corrective action was also opened in order to implement the replacement of the current solvent pots by solvent dispensers.

Manufacturer narrative:
Device evaluation summary: one cadd extension set was returned for analysis in used condition. Visual inspection of the set found no discrepancies. Functional testing included use testing. There was resistance for the fluid to pass through the assembly, the sample was cut and excess solvent was found inside the tube. The customer's reported problem was able to be duplicated. Based on the evidence, the compliant was confirmed. The root cause was attributed to manufacturing of the sample.

Event description:
Information was received indicating that this extension set exhibited an air in line issue. No adverse patient effects were reported.